Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for complex regional pain syndrome type I reported seeing the poor communication screen on the patient programmer (pp), not being able to communicate using the pp or recharger, and not being able to recharge. The last time the consumer recharged or felt stimulation was around (B)(6) of 2015 and was suddenly experiencing hip pain. The reason for not charging was because the consumer fell twice and was scared to charge or turn the implantable neurostimulator (ins) on because she thought she may have damaged it. The consumer was going to call their healthcare provider (hcp) for a slow charge and to have the ins evaluated since they fell twice.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.